Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 2600 system will not fluoro, and message on generator control panel display "bad sector". There was no report of patient injury.